Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The mother stated that they have tried a temporary basal, changed the set and battery but still had high readings. The customer was advised on how to run a self-test. The customer was advised to call back to troubleshoot.